Event description:
The customer called and reported there was a partial display and missing segments on the insulin pump screen. Customer's blood glucose was 158 mg/dl. Replacing the battery did not resolve the issue. Customer stated the insulin pump was not bumped nor dropped. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no missing segments, black screen or display anomaly was noted. The insulin pump passed the self test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.